Event description:
Device malfunction: suspected clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: hematoma, pseudoaneurysm, pain/pressure, oozing. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after delivering the clip, the closure site was slightly oozing that resolved after three to four minutes. Of manual compression. Twenty minutes later, the site developed a hematoma, treated with a femostop for ninety minutes. Six to seven hours later, the pt developed symptoms of pain/pressure in the closure leg and the hematocrit dropped two points. A doppler ultrasound performed on the next day indicated a pseudoaneurysm. Two attempts were made to treat the pseudoaneurysm with thrombin injections, but both were unsuccessful. Surgery was performed to repair the artery and achieve hemostasis. The clip was not found in the pt. The physician noted evidence of a secondary stick likely the cause of the pseudoaneurysm. Hospitalization was prolonged two days and the pt was discharged to home without restrictions. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device as discarded. The lot number was not identified; therefore, a device history record review could not be performed.